Event description:
The lay reporter contacted lifescan (lfs) in 2005 alleging that the patient's ultra meter powered off during use. The medical affairs specialist (mas) mailed a letter since the user could not be reached by telephone for further clarification. While talking to the customer care agent (cca), the spouse was yelling at the patient to get up. The lay user/patient was unresponsive; therefore she hung up the phone with cca and contacted the paramedics. Cca was unable to resolve the issue; therefore, sent the patient a replacement meter. It would have been helpful to know how long the issue persisted, whether the patient tried to test prior to the incident, his diabetes regimen and the reading and treatment in the hospital. The complaint is being reported because there may have been a delay in treatment due to the meter powering off during use.